Event description:
The customer reported that the room where they were running a cycle in their sterrad 100nx filled with smoke due to haze/oil mist. The customer stated that this had been happening for the past couple of days. There were no human reactions reported due to this incident. An asp field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, failure mode effect analysis, and the system hazard use misuse analysis. The DHR (device history review) for sterrad 100nx system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100nx did not reveal a trend for haze / oil mist failures. Trending analysis for haze / oil mist issues associated to the sterrad 100nx found there is not a significant trend. The fmea (failure mode effect analysis) relating to haze / oil mist issues is considered low risk. The shuma (system hazard use misuse analysis) was considered "as low as reasonably practicable" (alarp). The parts returned for investigation by the asp field service engineer were tested. The technician tested the solberg oil mist filter on the 100nx test standard and found smoke coming out from the base bottom. The reason for return was confirmed the unit failed testing. The root cause for haze/oil mist coming from the catalytic converter is that the oil mist filter was saturated.

Manufacturer narrative:
An asp fse assessed the unit onsite. He found the unit idle. The fse started troubleshooting the unit and found oil mist. During the pump down phase he saw mist coming out of the catalytic converter. He replaced the oil mist filter assembly and then continued testing and verification. He ran an empty chamber cycle. The unit meets manufacturer's specifications.